Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical department with a note that indicated, alarms warning replace battery. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional info was provided.